Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed, 18mmx3.0mm, eccentric, de novo, target lesion containing a lesion bend of <=45 degree was located in the non tortuous and mildly calcified mid left circumflex artery. Predilation was performed with a 2x15 emerge balloon catheter resulting in 50% residual stenosis. A 20x3.00mm synergy¿ drug eluting stent was advanced to treat the lesion but resistance was experienced. The physician pushed several times and then the shaft broke approximately 24cm from the hub, outside of the patient. The procedure was completed with another 20x3.00mm synergy¿ drug eluting stent. No patient complications were reported and patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system associated with the finished goods was returned for analysis. The device was received in two sections as a result of a break in the hypotube. The break was located at 24.2cm distal to the strain relief. Both sections of the hypotube were kinked at various locations. An examination of the crimped stent identified no issues with the profile of the stent. There was no visible stent damage. An examination of the balloon identified no issues with the profile of he balloon. The balloon was tightly folded and it did not appear to have been subjected to any positive pressure. No issues were noted with the tip profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed, 18mmx3.0mm, eccentric, de novo, target lesion containing a lesion bend of <=45 degree was located in the non tortuous and mildly calcified mid left circumflex artery. Predilation was performed with a 2x15 emerge balloon catheter resulting in 50% residual stenosis. A 20x3.00mm synergy¿ drug eluting stent was advanced to treat the lesion but resistance was experienced. The physician pushed several times and then the shaft broke approximately 24cm from the hub, outside of the patient. The procedure was completed with another 20x3.00mm synergy¿ drug eluting stent. No patient complications were reported and patient's status was stable. This product is only ous approved but it is similar to an approved us device.